Event description:
Additional information from risk manager analyst (RMA). Per the RMA, the ileostomy is temporary and the plan is to reverse at a later date. It is unknown at this time if the procedure has been scheduled. RMA will contact company with the surgery schedule date. The patient is fine and there were no other patient consequences. Device location unknown at this time.

Manufacturer narrative:
(B)(4). Incomplete-interrupted. The ec60a device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.